Manufacturer narrative:
Product event summary (B)(4): the lead was returned in segments, analyzed and no anomalies were found. The helix of the lead was extrinsically bent, and the helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. The helix was "sticking/shooting out" as it was trying to be deployed. After the lead was deployed, it was checked and found to have sensing degradation and threshold rise. An attempt was made to a new location, but the same results occurred. A new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. The helix was "sticking/shooting out" as it was trying to be deployed. After the lead was deployed, it was checked and found to have sensing degradation and threshold rise. An attempt was made to a new location, but the same results occurred. A new lead was implanted. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent, and the helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant.